Event description:
This device was implanted on (B)(6) 2005 and will be explanted due to infection. This was reported on 8/9/11 by a dr. (B)(6) at an unknown facility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).